Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The ipg was moved to the flank on the left side. The patient is reportedly doing well following the revision surgery.

Manufacturer narrative:
This is the final report.